Event description:
Related manufacturing report number: 3006705815-2020-00435. It was reported that the patient's lead migrated after the patient suffered a fall. The patient underwent surgical intervention on (B)(6) 2020 wherein the lead was re-positioned to restore coverage. It is unknown which lead was re-positioned so both are being reported.